Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm broke and the needle was found damaged before use. The following information was provided by the initial reporter: "there are breakage in venflon 18no. Minor cut in needle".